Manufacturer narrative:
Fragmentation testing of the unolok blunt fill needle per iso (B)(4) was conducted by the factory in an attempt to recreate the coring failure mode of the suspect batch with retain samples from batch# 17531d, and competitor bd samples (batch# 4242782). The bd product is also used by the complainant and is considered the substantial equivalent. 25 samples of each needle brand were tested. Test results indicated there was no coring (fragmentation) of the rubber closure by either brand when the blunt fill needle are tested per iso (B)(4).

Event description:
It was reported that the needle caused coring of the medication top which was drawn up into the syringe. Nurse drew diprivan (propofol) from a glass vial using a blunt needle. When medication was drawn into the syringe, the nurse noted a small piece of rubber (core or coring) inside the syringe. The medication was not administered. None of the needles were saved for evaluation. The manufacturer attempted to recreate the coring condition using retain samples and similar medication vials but was not able to recreate the coring condition when using the device as the instructions specify.